Event description:
It was reported a clinical study pt had benign prostatic hyperplasia (bph) procedure (B)(6) 2011. Pt presented to hospital with pain without infection; possible urine leak prostate capsular. Admitted (B)(6) 2011; discharged (B)(6) 2011. Three months post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing (B)(6) 2012. No further was reported.

Manufacturer narrative:
(B)(4)